Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('feeling pained') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and nausea ("nauseous"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pain outcome was unknown and the nausea had resolved. The reporter considered nausea and pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain, nausea.